Event description:
It was reported to philips that the system failed to start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. Upon troubleshooting, rse found the host pc was off. After powering it on, the system started successfully. To resolve the problem, philips field service engineer (fse) performed a fresh installation of the operating system. After some repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.